Event description:
It was reported the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new 16 cm x 9.5 mm spectra penile prosthesis was implanted. Additional information received indicated the patient had dexterity issues and had difficulty manipulating the pump. The patient was fine following the replacement surgery.

Event description:
It was reported the patient had his inflatable penile prosthesis removed due to unspecified reasons. A new 16 cm x 9.5 mm spectra penile prosthesis was implanted.